Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis. The deployed filter was placed infrarenal via the right jugular vein. Inferior venacavagram performed post filter deployment revealed good placement of the filter. The patient tolerated procedure without immediate complication. Approximately one month post filter deployment the patient presented with a diagnosis of a clot above the previously placed infrarenal filter. A inferior vena cava filter was successfully placed via the right internal jugular vein, suprarenal above the already placed infrarenal inferior vena cava filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the second filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was embedded in the wall of the ivc and perforated the ivc. The device has not been removed; and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After two weeks of post initial filter deployment, the patient diagnosed with free floating clot above the infra renal inferior vena cava filter. An inferior vena cava filter placed in an infra renal position through right internal jugular vein. Contrast injection demonstrated clot above the infra renal inferior vena cava filter. The filter was deployed successfully. Successful placement of a suprarenal filter above the already placed infra renal inferior vena cava filter as there was freely flowing clot in a patient with history of pulmonary embolism. After three years and seven months, the patient presented with chest pain and shortness of breath. Multiple helical images were obtained from the lung apices through the upper abdomen which showed that there were no filling defects identified within the pulmonary arteries to suggest pulmonary emboli. After eight months, computerized tomography-abdomen/pelvis with contrast was performed which showed that there were two bard filters. One filter was suprarenal. This filter has a fractured arm that was in the inferior vena cava superior to the filter. Another arm is bent superiorly. Two legs penetrate the inferior vena cava and into the right renal vein and one leg penetrates the inferior vena cava into the left renal vein. Left lateral strut extends into left renal vein and borderline significant tilt to right and posteriorly. There was 15 degrees tilt on coronal and sagittal images showed 15 degrees tilt posteriorly. There was grade 3 perforation and left ventral strut abuts uncinate process pancreas (5 mm). One filter was in infra renal which has 15-degrees tilt to the right on coronal images and sagittal images showed no significant tilt. There was a grade 3 perforation. Right posterior strut abuts right psoas muscle and left posterior strut abuts l3-4 sup l4 vert body (6 mm). Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter detachment and material deformation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g3,h6(device,conclusion). H11: b1,g1,h1,h6(patient, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.